Manufacturer narrative:
This pump underwent visual and functional testing per internal zyno medical protocol by the quality assurance (qa) specialist to investigate the reported alarming occlusion. There were no visual anomalies noted. There was no pressure error displayed on post. During functional testing, the pump occluded at acceptable ranges for the two different psi tests performed per the protocol parameters. Therefore, the pump was deemed to meet specifications. Furthermore, an alarm will only be produced when the occlusion is below the pump and not when the occlusion is above the pump as in this case. A CAPA has been established to investigate the root cause for this failure mode. Additionally, the patient details or IV set information was not provided. A request for additional information was made and the response indicated the occlusion resulted from the inadvertent unclamping of the IV by the attending nurse(s).

Event description:
On 06/07/2024, zyno medical received a report that the pump was alarming occlusion. There were no other details provided. It was unclear when the issue was discovered and whether there was patient involvement. Subsequently on 06/27/2024, the pump was received at zyno medical with a note indicating the occlusion occurred while the patient was being infused through a peripheral IV access. There were no kinks found in the line, nor was the patient's arm position a cause for the occlusion alarm.

Manufacturer narrative:
An investigation was carried out on the z-800wf infusion pump and the alleged failure of an occlusion error was not confirmed. The pressure, 8 psi occlusion, and 30 psi occlusion tests passed at 62, 1, and 23 psi. A review of the reported serial number revealed no similar complaints. The root cause of the issue remains undetermined. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).